Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep stated that the patient was getting a power on reset (por) code on the patient controller when she tried to turn their therapy on. The rep stated that he tried to walk the patient through clearing the message with the patient programmer, but they were unable to do so. The rep met with the patient today and cleared the por with the clinician tablet, the por code that was displayed was 0x400. The rep stated that he checked everything out during the tablet interrogation and there wasn't anything unusual, and the patient was getting good therapy. The rep was calling to ask the meaning of the por message, the information was reviewed. The rep indicated that the patient had a surgery, and the rep did not know when the patient first saw the por message or when the patient had surgery. The rep indicated that the patient claimed to have been on medication following the surgery and as a result was not using their stimulation therapy for a period of time. The patient got the message when she attempted to turn the ins back on. The rep said that he will not be able to obtain that information about when the surgery occurred or when the por was first seen. The rep said that he assumed the patient first saw the message with the last week.

Event description:
Additional information was reported that the patient had to meet with a manufacturer representative (rep) who reset their "box in their back", and the event was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient was seeing a warning power on reset (por) message. Patient was redirected to their hcp to get the message cleared. No symptoms reported.